Event description:
In some instances the syringe module will lose its connection to the point of care unit (pcu) and shut off. Several pumps were sent to cardinal alaris for investigation and analysis. The report we received from them indicates this syringe module has a product variation on the right side of the syringe module, which makes it difficult to attach to the left side of the point of care unit (pcu). We have an undetermined number of pumps affected by this variation. When attaching the syringe module on the left side of the pcu, more force must be applied to the back of the module. An incomplete connection can result in a situation where it is possible to program the module, but any movement can disrupt the connection resulting in programming failure of the module. In at least one instance, the module completely disengaged and fell off.

Event description:
This report is in response to an FDA request letter dated 2005 regarding a uf report. The event described in the medical device report is attributable to the device if it is not properly connected. A change was made from aluminum to more durable steel tooling that introduced minor dimensional differences in the case latching features. These changes resulted in an increase in the force required to latch the modules together. Based upon the feedback from this customer and one other, changes were made to their devices to reduce the latching forces. Following successful validation at the customer sites, changes were made in product to assure reduced latching forces moving forward.